Event description:
The initial reporter stated that controls were outside of range for the ise tests on the cobas 8000 ise module. The reporter stated that this is the second time in one month that the issue occurred. The reporter states that they will re-calibrate and then the ise tests will run fine. The customer provided data for one patient sample with erroneous results for ise indirect na, k, cl for gen.2. The erroneous results were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 151 mmol/l, which repeated as 133 mmol/l. The sample initially resulted with a k value of 5.5 mmol/l, which repeated as 4.8 mmol/l. The sample initially resulted with a cl value of 79 mmol/l, which repeated as 93 mmol/l. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He re-seated all the ise tubing connectors, cleaned the sample probe, cleaned the entire ise unit, adjusted the probe external rinse water, replaced pinch valve tubing, replaced the reference electrode. He ran an ise check and precision studies. All results were within acceptable limits. The customer ran calibration and controls, which were within acceptable limits. The investigation could not identify a product problem. The cause of the event could not be determined.